Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h840696910, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 8mg/ml dose not reported via an implantable pump. It was reported that a negative dye study was performed and a catheter revision was scheduled. Upon surgical testing it was determined that the sutureless connector was the cause of the problem and it was replaced. The catheter was then successfully aspirated and reconnected to the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study was performed and was unsuccessful. The actions and interventions taken to resolve the issue was surgical intervention. The sutureless connector was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.